Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 6.3 mmol/l versus 4.7 mmol/l meter to lab. Tests were done within 10 mins with a difference of 1.6 mmol/l. Pt did not experience any adverse events. No further info has been reported.